Event description:
The customer reported that the sensor belt is not alerting the alarm when the patient has gotten up. There was no patient injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that the sensor belt has one black wire that is broken inside the buckle, therefore, the belt won't alarm. (B) (4).